Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with four infusion sets were leaking at the site. The patient reported that the first issue occurred either on (B)(6) 2024 or (B)(6)2024. Second, third, and forth issues occurred on (B)(6) 2024. The patient blood glucose level was monitored as unknown specific value, but value displayed as high for all incidents. The high blood glucose was managed by multiple daily injections (mdi) and replaced all four infusion sets for events. The patient replaced the infusion set and resumed on insulin successfully. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-01640 - device 1 of 4.